Event description:
Patient was implanted with plate and screw construct for a distal left radius fracture on an unknown date in (B)(6) 2013. During a routine post-operative office visit, a loss of fixation of the left distal radius plate was noted via x-ray, date unknown. Patient also complained of increased pain. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. Patient was revised with percutaneous pinning and application of an external fixator and allograft bone. While removing the plate, the surgeon noted that two screw heads had broken off completely. All pieces were retrieved. Surgery went as planned. This report is for an unknown locking screw. This is report 5 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of implant was reported as (B)(6) 2013.